Manufacturer narrative:
This record is being filed by (B)(4) in an abundance of caution. The age of the chair is unknown, however, the nutron was discontinued in (B)(6) 2016. It is unclear what malfunction, if any, caused or contributed to the wheel falling off. Multiple attempts have been made to get additional information without success. The underlying cause of the wheel falling off is unable to be determined with the limited amount of information available. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleges the rear wheel has come off his nutron power wheelchair.